Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a .5cm-.7cm stone became trapped inside the basket. An attempt to release the tip failed, and an alliance handle was then used in conjunction with the basket in an attempt to crush the stone or release the tip. However, the basket handle detached from the working length as shown by a photo submitted by the customer. The stone was eventually dislodged from the basket after multiple maneuvers. Once the stone was released, the basket was removed from the patient by taking the working length from the endoscope and pulling it out manually. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.